Manufacturer narrative:
Investigation into returned analyzer could not be performed as instrument customer shipped back was lost by fedex in-transit and was not received by abaxis. Abaxis technical support has filed a claim with fedex so that customer can be reimbursed and purchase a new instrument. New instrument will be shipped to customer upon resolution of claim for reimbursement.

Manufacturer narrative:
On 02/05/20, abaxis received a call from customer lab reporting issue with analyzer sn: (B)(4) for 404f analysis temp. Error code. It was reported that the piccolo started smoking from the back when they turned on the instrument. No fire or injury was reported. Abaxis is awaiting the return of the analyzer for investigation.

Event description:
404f analysis temperature error code.